Event description:
An ipp device was implanted on 5/14/91. The cylinders and pump were revised on 10/26/93 the entire device was removed from the pt on 2/18/97, due to an unspecified "malfunction," and replaced. Add'l lot/ser no: 6684t 006.